Event description:
It was reported that the user requested assistance with a supply change for the ilet system, completed a full supply change with guidance, and resumed insulin therapy; on the first attempt without guidance the infusion set was inadvertently pulled off when removing the needle guard, requiring use of a second set, consistent with an infusion set deployment or connection issue. There were no reported symptoms. Outcomes included successful resumption of therapy without alarms. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error during infusion set deployment, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion and handling.